Event description:
The customer reported that during use on a pt an 840 ventilator alarmed and the screen went blank. The pt was not harmed or injured as a result of the event. The evaluation has not been completed and a conclusion is not yet available.